Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that the brake defeat was defective. A 1.50mm rota link¿ plus was selected for use. During preparation, it was noticed that the brake was not holding on the rotawire very well. The procedure was completed with another with same device. The device never went inside the patient's body. No patient complications were reported.